Manufacturer narrative:
(B)(4) date of event: month and day unknown. Only year (2020) is known. Batch #: unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How was the device removed from the patient? Did the jaws eventually open?

Event description:
It was reported that during an unknown procedure, the device could not fire or open the mouth during the procedure. There were no patient consequences reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Date sent: 03/16/2020. D4: batch # t5e07t. Device analysis: the sc45a device was returned with the closure trigger broken and an gst45t cartridge reload loaded on the device. The cartridge reload was received partially fired 1/3. No functional test was performed due to the condition of the device. The partially fired is consistent with an incomplete or interrupted cycle. The damage on the device, it is possible that that the device was clamped over an excess of tissue or a hard object, resulting in the damage to the closure trigger handle. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.